Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can be determined as no samples were received. This is the 1st complaint for lot # 9140980 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Rationale: CAPA not required at this time.

Event description:
It was reported that a "white granular object" was seen inside the bd¿ pre-filled normal saline syringe during use when "pushing hard" on it. The following information was provided by the initial reporter, translated from (B)(6) to english: "when the nurse used the flush to seal the patient's catheter at 11:20, the infusion was successfully carried out. When returning to the treatment, pushed hard, white granular object appeared inside, considered the flush was blocked."